Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3003418325-2018-00023.

Event description:
This is the second of two reports. The surgeon operated on a patient with recurrent multiple levels lumbar disc prolapses with segmental stenosis and failure of previously implanted transpedicular fixation system. Intra-operatively, the patient had extensive fibrosis overlying previous dural scar, the microsurgical decompression went smooth. However, at the end of the procedure, the dural tissue didn't look assuring near the previous scar with cerebrospinal fluid (csf) soaking without seeing a definite source of the leak, so the surgeon applied a patch of duroform and then covered it with duraseal to make sure of sealing any possible leak. On the 6th day postoperatively, the patient's dressing started to show soaking with csf, so the surgeon keep the patient conservatively with repeated dressing for 9 days more but the leak continued. Accordingly, the surgeon operated on the patient again on the 15th day after he discovered a leaking point from underneath the dural scar, so its apparent part using suture and applied a fat graft to the site tightened by the same suture, then he covered the whole exposed dural surface with 2 pieces of 5ml ampules of duraseal to try to seal the whole surgical bed. Postoperatively, the patient continued to show csf leak until now.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided, a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.